Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during dwell four of four. The patient was connected at the time of the alarm. The patient stated there was no visible air in the lines; however, there was solution underneath and around one of the supply bags. The patient stated they were unable to tell where the solution had come from as the connections appeared secure. The patient stated they had inspected the supplies during set up, and had not seen anything unusual about them. The patient stated they had looked at the set up; the connections were secure and they and they did not see a leak coming from any of the bags. The patient was unable to determine the location of the leak. The technical service representative (tsr) assisted the patient in clearing the alarm and removing the cassette. The patient advised they would complete therapy with manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.